Event description:
The customer reported that the act 5 diff hematology analyzer generated erroneously high wbc (white blood cell) results (7.3 x 10^3 cells/ ul) on one patient sample. The test results were accompanied by instrument-generated flags. The erroneous test results were reported out of the laboratory. The patient's sample was sent to a reference laboratory for retesting later that same day and lower wbc results (0.6 x 10^3 cells/ ul) were recovered. The customer considered the reference lab results to be correct. A corrected report was subsequently issued. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for patient 1 of 1 on day 1 of 2. See MDR #1061932-2011-01535 for patient 1 of 1 on day 2 of 2. Quality control samples were run before and after this event and results were found to be within acceptable ranges. A root cause was not determined for this event though appeared to be a sample specific issue where test results were flagged for further review. Field service was not dispatched to the site for this event.